Event description:
Edwards received information that this bioprosthetic aortic valve was labeled as a 23mm. However, upon implant of the device, it was observed that the valve was tight on the patient. It was realized that the blue tag was marked 25mm. The surgeon was able to implant the device in the patient. There were no reported patient complications.

Manufacturer narrative:
Remedial action: correction to no recall initiated in u.s. The devices affected were not distributed in the u.s.

Manufacturer narrative:
(B)(6). The device was not returned to edwards for analysis. Device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. There were no non-conformances related to the reported event. Device return has been requested. Should the device be returned at a later date, a supplemental MDR will be submitted. Corrective action has been initiated to address the event of mislabeling. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.